Manufacturer narrative:
Additional info: x-ray review: thoraco sacral fixation reported in t10- sacrum show a lumbar rod fracture. Unable to assess saggital deformity correction, but a large curvature still exists in the coronal plane. Unless fusion has occurred, this degree of deformity will likely contribute to hardware failure. Root cause: surgical technique.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure used: posterior lumbar interbody fusion (plif) levels implanted: t10-s2ai pre-operative diagnosis for the initial procedure:degenerative kyphoscoliosis it was reported that on an unknown date, post-op, rod broke at left of l4/5 and right of l3/4. The broken rods were left in the patient's body and new rods were added at both sides using connectors. Revision surgery was performed due to rods breakage. The overall procedure was delayed for more than 60 minutes. Hospital time was increased due to this event. No patient complications were reported post revision surgery.